Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01188.

Event description:
The patient was undergoing coil embolization procedure to treat a type 2 endoleak using ruby coils. During the procedure, while attempting to advance a ruby coil through a non-penumbra microcatheter, the physician experienced resistance and subsequently, the ruby coil pusher assembly became kinked; therefore, it was removed. The physician then successfully deployed and detached another ruby coil in the target vessel using the same microcatheter. While attempting to advance a new ruby coil through the same microcatheter, the physician experienced resistance and subsequently, the ruby coil pusher assembly became kinked. Therefore, the physician removed the ruby coil and the procedure was completed by injecting glue in the endoleak. There was no report of an adverse effect to the patient.